Event description:
The customer's father reported via phone call that the insulin pump froze when he tried to bolus. He took the battery out and placed it back in but the insulin pump alarmed unexpected restart. The customer was unable to clear the alarm because of a keypad anomaly. Customer's blood glucose level was 168 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens noted. The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 error alarms noted. The insulin pump has cracked case at display window corners, display window and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.